Event description:
Initial ((B)(6)2024): this serious case reported by a consumer via email refers to a female whose age, medical history, concomitant medications and allergies were not reported. The consumer used dentek triple clean floss picks for a year for teeth cleaning and reported being diagnosed with advanced gum disease. This case outcome is not recovered/not resolved. Meddra version 26.1. Expectedness: gingival disorder: unexpected. According to the company reference.